Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('infection describe: fallopian tubes around the essure was inflamed and had an infection') in a (B)(6) year-old female patient who had essure (batch no. 717645) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included low back pain, allergic reaction, red rash, shortness of breath (denies chest pain or sob), dysuria, insomnia and overweight (28.348). Current weight (B)(6) lbs. Approximate weight at the time of essure placement (B)(6) lbs. Then to the right tube 1st essure coil l was advanced and three l oops of the coil mere seen once the device mas applied. On the left side the same steps were repeated and 1 1/2 coil was seen after application of the coil. Previously administered products included for an unreported indication: metronidazole, clindamycin and macrobid. Concurrent conditions included asthma, probiotic therapy and overweight. Concomitant products included beclometasone dipropionate (qvar) since 2012, magnesium since 2009 and vitamins nos (multivitamin). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2010, the patient experienced abdominal pain lower ("lower abdomen/ pain in abdomen/ daily especially around the time of my menstrual cycle"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary/ right recurrent uti"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal / right after essure was placed and still continue to have problems with vaginal infection"), migraine ("migraine/ as soon as I was discharged from hospital") and headache ("headache/ as soon as I was discharged from hospital"), 5 months 12 days after insertion of essure. In (B)(6) 2011, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia) / heavy menstrual cycles") and vaginal haemorrhage ("abnormal bleeding (vaginal)/ excessive vaginal bleeding"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2012, the patient experienced bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes / right recurrent uti"), anxiety ("psychological or psychiatric problems (condition: anxiety)") and depression ("psychological or psychiatric problems (condition: depression)"). In july 2012, the patient experienced flank pain ("flank pain"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), abdominal pain ("pain in abdomen"), metrorrhagia ("bleeding in between menstrual cycles") and vaginal odour ("having odor"). The patient was treated with antibiotics, hydrocodone bitartrate; paracetamol (norco), ibuprofen, iron, metronidazole and surgery (bilateral salpingectomy on (B)(6) 2011). Essure was removed on (B)(6) 2011. At the time of the report, the salpingitis, abdominal pain lower, metrorrhagia, cystitis, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, vaginal discharge, anxiety, depression, migraine, headache, fatigue and vaginal odour outcome was unknown, the abdominal pain, alopecia and flank pain was resolving and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, bladder disorder, cystitis, depression, fatigue, flank pain, headache, menorrhagia, metrorrhagia, migraine, salpingitis, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vaginal odour to be related to essure. The reporter commented: current weight (B)(6) lbs. 1 1/2 coil was seen after application of the coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Ultrasound scan vagina - on (B)(6) 2010: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; vaginal discharge, fatigue, hair loss, migraines, headaches, anxiety, depression, confirming- events which are same in pfs & mr.¿ quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-may-2019: pfs and mr received- lot number was added. Previously reported event injury nos updated to abnormal bleeding (vaginal), events: menorrhagia, salpingitis, bladder infection, urinary tract infection, vaginal infection, fatigue, migraines, headaches, bladder or urinary problems, anxiety, depression, vaginal discharge, abdominal pain lower, flank pain, hair loss, abdomen pain were added. Events outcome were changed for pain in abdomen, flank pain, hair loss, metrorrhagia, abnormal bleeding(vaginal), menorrhagia. Medical history, concomitant drugs, reporter and reporter information, lab data was added. Reporter causality comments were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('infection describe: fallopian tubes around the essure was inflamed and had an infection') in a 31-year-old female patient who had essure (batch no. 717645) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included low back pain, allergic reaction, red rash, shortness of breath (denies chest pain or sob), dysuria, insomnia and overweight (28.348). Current weight 149 lbs. Approximate weight at the time of essure placement 160 lbs. Then to the right tube 1st essure coil l was advanced and three loops of the coil mere seen once the device mas applied. On the left side the same steps were repeated and 1 1/2 coil was seen after application of the coil. Previously administered products included for an unreported indication: metronidazole, clindamycin and macrobid. Concurrent conditions included asthma, probiotic therapy and overweight. Concomitant products included beclometasone dipropionate (qvar) since 2012, magnesium since 2009 and vitamins nos (multivitamin). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2010, the patient experienced abdominal pain lower ("lower abdomen/ pain in abdomen/ daily especially around the time of my menstrual cycle"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), the first episode of urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary/ right recurrent uti"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal / right after essure was placed and still continue to have problems with vaginal infection"), migraine ("migraine/ as soon as I was discharged from hospital") and headache ("headache/ as soon as I was discharged from hospital"), 5 months 12 days after insertion of essure. In (B)(6) 2011, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia) / heavy menstrual cycles") and vaginal haemorrhage ("abnormal bleeding (vaginal)/ excessive vaginal bleeding"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2012, the patient experienced bladder disorder ("bladder problems or changes"), the second episode of urinary tract infection ("urinary problems or changes / right recurrent uti"), anxiety ("psychological or psychiatric problems (condition: anxiety)") and depression ("psychological or psychiatric problems (condition: depression)"). In (B)(6) 2012, the patient experienced flank pain ("flank pain"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), abdominal pain ("pain in abdomen"), metrorrhagia ("bleeding in between menstrual cycles") and vaginal odour ("having odor"). The patient was treated with antibiotics, hydrocodone bitartrate;paracetamol (norco), ibuprofen, iron, metronidazole and surgery (bilateral salpingectomy on (B)(6) 2011). Essure was removed on (B)(6) 2011. At the time of the report, the salpingitis, abdominal pain lower, metrorrhagia, cystitis, vaginal infection, bladder disorder, the last episode of urinary tract infection, vaginal discharge, anxiety, depression, migraine, headache, fatigue and vaginal odour outcome was unknown, the abdominal pain, alopecia and flank pain was resolving and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, bladder disorder, cystitis, depression, fatigue, flank pain, headache, menorrhagia, metrorrhagia, migraine, salpingitis, vaginal discharge, vaginal haemorrhage, vaginal infection, vaginal odour, the first episode of urinary tract infection and the second episode of urinary tract infection to be related to essure. The reporter commented: current weight 149 lbs. 1 1/2 coil was seen after application of the coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Ultrasound scan vagina - on (B)(6) 2010: total bilateral occlusion.. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; vaginal discharge , fatigue , hair loss, , migraines, headaches, anxiety, depression, confirming- events which are same in pfs & mr.¿ lot number: 717645 manufacture date: 2010-03 expiration date: 2013-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformities data; should any new and reportable information become available as a result, this will be provided in a supplementary report.